Manufacturer narrative:
Initial 1 of 2. E1: name: tandem. Country: united states of america. Street address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set bent cannula event on (B)(6) 2026. This led to high blood glucose level and was managed by changing the infusion set and resuming insulin delivery.